Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving 500.0 mcg/ml baclofen at 112.96 mcg/day and 0.3 mg/ml dilaudid at 0.06777 mg/day via an implantable pump for intractable spasticity and stroke. It was reported that a motor stall with recovery secondary to an MRI on (B)(6) 2015. It was noted that the event was related to the device or therapy, but not related to the implant procedure. It was considered resolved without sequelae on (B)(6) 2015. Additional information has been requested regarding the patient's medical history; concomitant medications; and the time of the motor stall and the time of the recovery, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information received from the health care provider (hcp) via a clinical study reported that the motor stall was on (B)(6) 2015 at 1408, with recovery (B)(6) 2015 at 1439. The last update to the pump prior to the event was (B)(6) 2015, where the drug that was used via the device system was indicated as baclofen 500 mcg/ml at 199.8 mcg/day. The concomitant medications were listed as baclofen, gabapentin, oxycodone-acetaminophen, tramadol, and nortriptyline. Relevant medical history was listed as neuralgia/neuritis, stroke.